Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: there may have been an issue with another device used as part of the system. The device may have been in close proximity to a wall or another piece of equipment in the operating theatre resulting in insufficient airflow through the subject controller causing overheating. A saline spill traveling to the inside of the device may have heated up during use. There could have been a power surge to the controller, which could cause the unit to overheat. There are no indications to suggest the device did not meet product specifications upon release into distribution additional information was received from the returns department stating that that the MDR 3006524618-2019-00533 is a duplicate report from the MDR 3006524618-2019-00527; therefore, all of the communications regarding this reportable event are being reported under the MDR 3006524618-2019-00527.

Event description:
It was reported that during a surgery the device smells like smoke, something was burning. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.